Manufacturer narrative:
(B)(4). Device manufactured date: 23 jan 2015 to 25 jan 2015. As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. This was noted after use. The patient reported that a fiber from the sponge of the minicap became stuck at the tip of the transfer set when they removed the minicap in preparation for dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.